Event description:
Complainant alleged that the clinicians on a crash team were responding to a cardiac arrest of a pt. The pt's heart rhythm was analyzed with the device in semi-automatic mode. The complainant indicated that the device gave only two "shock advised" prompts, "despite the rhythm being in ventricular fibrillation for the duration of the arrest." The pt subsequently expired. The complainant indicated that the summary report from the event was not available for eval.